Manufacturer narrative:
A request for the return of the device has been made. Similar incidents have been received for this product code, 2n3374. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.

Event description:
International complaint received in 2005. Customer reports during patient use, "leak/injection site." No reported patient injury or medical intervention. No add'l info.